Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact on the customer's blood glucose level. The device is due to be returned, and a replacement pump with serial number (B)(6) is expected to be provided.